Manufacturer narrative:
(B)(4). Additional information has been requested of the field. Should further information become available, this report will be updated.

Event description:
Boston scientific received information that patient who was recently implanted with this pacemaker and competitor right ventricular (rv) lead reported oozing at the tip of the implantation site and redness. Boston scientific technical services (ts) recommended the patient contact their physician. The patient mentioned that she has contacted her physician, but has not heard a response. The patient also reported falling due to atrial fibrillation (af). No other information is available at this time.